Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a telemetry system fault was recorded. Electrical testing and analysis isolated the product performance issue to an anomaly in the radio frequency (rf) mics module. This anomaly resulted in premature battery depletion.

Event description:
Boston scientific received information that at the two week device interrogation this pacemaker showed only one year remaining longevity. The pacemaker's data was saved and sent in for review. Upon review of the device's memory boston scientific engineers found that the power consumption of the pacemaker had been abnormally high since implant. A procedure was scheduled. Prior to the procedure the pacemaker was interrogated again and noted 10 months remaining. This device was explanted and replaced. No additional adverse patient effects were reported.